Event description:
It was reported that a user experienced hyperglycemia with blood glucose over 200 overnight shortly after initiating ilet use, with troubleshooting confirming insulin delivery steps were performed, the infusion site appeared dry without irritation, tubing connections were correct, and drops were observed during the fill tubing step. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no device alerts or alarms. Investigation included product troubleshooting and user education. Investigation of this case revealed no observable device or component malfunction during troubleshooting and no site issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.